Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). This report was filed by the manufacturer. No product will be returned per customer, because it was discarded. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
ICU nurse reported that an antibiotic hung as a secondary appeared to infuse quicker than intended. There was no patient harm or medical intervention. No further patient/event information is available.